Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's log file data submitted to the MFR for analysis showed one loss of power to the system controller, causing the pump to stop, and resetting the internal clock. This event occurred during a power cable disconnect event. The pt reports hearing no alarms at the time. X-ray analysis of the pt's driveline was inconclusive. The system controller was exchanged (upgraded) and returned for eval.